Event description:
Customer reportedly received results of 102 mg/dl and 225 mg/dl within 10 minutes on the aviva system (reported values are an approximation). No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.